Event description:
Event description guidant received information that the patient with this pacing system died three days post implant. The caller checked the device in situ and found a good battery. The device daily measurements indicated the ventricular lead impedance doubled from the day of implant to the day of discharge. When the ventricular lead was extracted there was a stitch around that lead that appeared to penetrate the insulation. This is called a purse string and is often put in place around the guide wire to prevent blood loss. This is a technique utilized by the physician and not something that we recommend. The pacing system was explanted and returned for analysis.

Manufacturer narrative:
Event conclusion laboratory analysis indicated normal function from the pacemaker. The leads had insulation damage that was not completely through to the coils. Finally, high energy tests indicated the coils in both leads were intact. The cause for the rise in impedances is unknown. No additional information is available at this time. If further information becomes available, the event will be reopened.